Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As a result, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The device diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion. Based on the memory log the device battery voltage was less than 2.7 volts and the power usage was normal while implanted, all therapy was available while implanted. Based on the battery depletion curves (no indications of intermittency) and no faults, the failure mode is consistent with normal battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As a result, this device was explanted and replaced. No additional adverse patient effects were reported.